Event description:
Country of complaint: (B)(6). Implantation on (B)(6) 2014 result sufficient. A few days post op it was noticed the hydrolift us skewed. Patient has slight osteoporosis but no impact on the baseplate. Surgeon replaced with a new cage with larger baseplate.

Manufacturer narrative:
Manufacturing site evaluation: evaluation is on-going.